Event description:
It was reported that the left ventricular (lv) lead had a continuous rise in threshold. The lv lead was reprogrammed to tip-to-ring and had good thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable biv defibrillator 2010-(B)(6), 407652 implantable pacing lead 2010-(B)(6), 694765 implantable defib lead 2010-(B)(6). (B)(4).